Event description:
The pt reportedly experienced the loss of lock between her external equipment and the implant. External equipment was exchanged. However the problem was not resolved. Testing performed showed that the device is not functional. Surgery to explant the pt's device will be scheduled.